Manufacturer narrative:
The customer contacted a siemens customer care center and reported that there was excess fluid in cuvette waste bin post daily cleaning procedure (dcp). A siemens customer service engineer (cse) replaced the waste pinch valve and global input/output board (giob) additionally, the vacuum was adjusted and is within range. After the service visit, the instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
While troubleshooting a waste pinch valve on an advia centaur xp, a siemens customer service engineer (cse) observed that a short/sparks were emitted from the instrument. When the valve was being repaired, worn wires on the pinch valves touched, causing the spark. The cse did not contact the spark and there were no reports of adverse health consequences, smoke, flames, or injuries due to this event. The cse did not require medical attention.